Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus'), perforation ('perforation of the other organs') and device dislocation ('migration of the essure device to the abdominal or pelvic cavity') in an adult female patient who had essure (batch no. A73748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, device dislocation, pelvic pain, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2021: lot number received. Reporter and events chronic abdominal pain, chronic pelvic pain, chronic back pain, excessive bleeding, unintended pregnancy, device ineffective, migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus, fallopian tubes or other organs, allergic reactions, auto-immune reactions, headaches, chronic fatigue, weight changes, hair loss, tooth loss, mood changes, anxiety and depression added.   We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of dysmenorrhoea ("cramping with ovulation/pain during ovulation") in a 43 year-old female patient who had essure inserted (lot no. A73748) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of dysfunctional uterine bleeding, blood heavy metal nos increased, chest heaviness, nonsmoker, milk allergy, low back pain, bloating, yeast infection, dysmenorrhea, fatigue, intermenstrual bleeding, parity 2, gravida ii, abnormal uterine bleeding, pelvic pain, breast feeding, vaginal delivery and caesarean section. Previously administered products included: micronor for contraception and ibuprofen. Concomitant products included micronor (norethisterone) for contraception, ibuprofen, naproxen and acetaminophen (paracetamol). On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2018. On unknown date she experienced dysmenorrhoea (seriousness criterion intervention required), genital haemorrhage ("excessive bleeding"), heavy menstrual bleeding ("heavy menses"), intermenstrual bleeding ("inter-menstrual bleeding"), headache ("headaches"), mood swings ("mood swings"), abdominal distension ("bloating"), fungal infection ("feels like yeast infection every month - itching, burning, and white discharge") and endometriosis ("endometriosis"). The patient was treated with canesten (clotrimazole) as well as surgery (essure removal on (B)(6) 2018 total laparoscopic hysterectomy and bilateral salpingectomy.). At the time of the report, the outcomes for genital haemorrhage, headache and mood swings were unknown. Pregnancy related information: retrospective report. Last menstrual period was on (B)(6) 2018 and the estimated date of delivery was on (B)(6) 2019. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal distension, dysmenorrhoea, fungal infection, genital haemorrhage, headache, heavy menstrual bleeding, intermenstrual bleeding and mood swings to be related to essure administration. No causality assessment was received for essure with regard to endometriosis. The reporter commented: one coil on the left and two coils on the right. Resection of endometriosis uses advil and some herbs prescribed from osteopath which are helpful. No alcohol. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 19.151 kg/sqm. [Pathology test] on (B)(6) 2018: clinical history: patient with dysmenorrhea and heavy menses. Concerned re: essure as cause. Please assess for endo, adeno, fibroids, etc. Clinical diagnosis ¿ abnormal uterine bleeding, dysmenorrhea, endometriosis. Source of specimen: 1. Uterus and cervix, bilateral fallopian tubes 2. Peritoneal biopsy, left para rectal peritoneum 3. Peritoneal biopsy, right pelvic sidewall peritoneum gross description: on cut section the endocervical canal is patent and opens into the endometrial cavity (2.5 x 2 cm). The endometrial lining is thin. Serial sections of the anterior myometrium show a trabeculated myometrium. There are no fibroid identified. Serial sections of the posterior myometrium show slight trabeculation. Incremental sectioning of the right and left fallopian tubes revealed the presence of the coil in the proximal half of each tube as evidenced by a gritty sensation on cutting (metal to metal). The proximal half of each tube is not dissected. The coils are not visualized. The distal half of each fallopian tube does not contain any portion of the coil. The bilateral fimbriae are grossly unremarkable. Diagnosis: 1. Uterus, cervix, bilateral fallopian tubes: clinically removed for dysmenorrhea proliferative phase endometrium ensure coils not disrupted and referred for special study as requested by the patient negative for malignancy 2. Left pararectal peritoneum: glands and stroma characteristic of endometriosis 3. Right pelvic sidewall peritoneum: - nonspecific scarring [ultrasound pelvis] on (B)(6) 2018: clinical history: abnormal vaginal bleeding. Impression: no pelvic pathology is identified [ultrasound scan] in 2013: uterum septum almost to level of cervix noted. Lot number: a73748 manufacturing date: 2012/11 expiration date: 2015/11. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 09-apr-2024: reporter and patient information. Medical history, lab data, non drug treatment. New concomitant added: naproxen, acetaminophen, advil, micronor. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of dysmenorrhoea ("cramping with ovulation/pain during ovulation") in a 43 year-old female patient who had essure inserted (lot no. A73748) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of dysfunctional uterine bleeding, blood heavy metal nos increased, chest tightness of, nonsmoker, milk allergy, low back pain, bloating, yeast infection, dysmenorrhea, fatigue, intermenstrual bleeding, parity 2, gravida ii, abnormal uterine bleeding, pelvic pain, breast feeding, vaginal delivery and caesarean section. Previously administered products included: micronor for contraception and ibuprofen. Concomitant products included micronor (norethisterone) for contraception, ibuprofen, naproxen and acetaminophen (paracetamol). On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2018. On unknown date she experienced dysmenorrhoea (seriousness criterion intervention required), genital haemorrhage ("excessive bleeding"), heavy menstrual bleeding ("heavy menses"), intermenstrual bleeding ("inter-menstrual bleeding"), headache ("headaches"), mood swings ("mood swings"), abdominal distension ("bloating"), fungal infection ("feels like yeast infection every month - itching, burning, and white discharge") and endometriosis ("endometriosis"). The patient was treated with canesten (clotrimazole) as well as surgery (essure removal on (B)(6) 2018 total laparoscopic hysterectomy and bilateral salpingectomy.). At the time of the report, the outcomes for genital haemorrhage, headache and mood swings were unknown. Pregnancy related information: retrospective report. Last menstrual period was on (B)(6) 2018 and the estimated date of delivery was on (B)(6) 2019. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal distension, dysmenorrhoea, fungal infection, genital haemorrhage, headache, heavy menstrual bleeding, intermenstrual bleeding and mood swings to be related to essure administration. No causality assessment was received for essure with regard to endometriosis. The reporter commented: one coil on the left and two coils on the right. Resection of endometriosis, uses advil and some herbs, prescribed from osteopath which are helpful. No alcohol. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 19.151 kg/sqm. [Pathology test] on (B)(6) 2018: clinical history: patient with dysmenorrhea and heavy menses. Concerned re: essure as cause. Please assess for endo, adeno, fibroids, etc. Clinical diagnosis ¿ abnormal uterine bleeding, dysmenorrhea, endometriosis. Source of specimen: 1. Uterus and cervix, bilateral fallopian tubes. 2. Peritoneal biopsy, left para rectal peritoneum. 3. Peritoneal biopsy, right pelvic sidewall peritoneum. Gross description: on cut section the endocervical canal is patent and opens into the endometrial cavity (2.5 x 2 cm). The endometrial lining is thin. Serial sections of the anterior myometrium show a trabeculated myometrium. There are no fibroid identified. Serial sections of the posterior myometrium show slight trabeculation. Incremental sectioning of the right and left fallopian tubes revealed the presence of the coil in the proximal half of each tube as evidenced by a gritty sensation on cutting (metal to metal). The proximal half of each tube is not dissected. The coils are not visualized. The distal half of each fallopian tube does not contain any portion of the coil. The bilateral fimbriae are grossly unremarkable. Diagnosis: 1. Uterus, cervix, bilateral fallopian tubes: clinically removed for dysmenorrhea, proliferative phase endometrium, ensure coils not disrupted and referred for special study as requested by the patient negative for malignancy. 2. Left pararectal peritoneum: glands and stroma characteristic of endometriosis, 3. Right pelvic sidewall peritoneum - nonspecific scarring. [Ultrasound pelvis] on (B)(6) 2018: clinical history: abnormal vaginal bleeding. Impression: no pelvic pathology is identified. [Ultrasound scan] in 2013: uterum septum almost to level of cervix noted. Lot number: a73748 manufacturing date: 2012/11 expiration date: 2015-11-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 18-apr-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus'), perforation ('perforation of the other organs') and device dislocation ('migration of the essure device to the abdominal or pelvic cavity') in an adult female patient who had essure (batch no: a73748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, device dislocation, pelvic pain, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. Lot number: a73748, manufacturing date: 2012/11, expiration date: 2015/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.